Event description:
It was reported that the spider 2 had a leakage coming from the base of the ball and joint metal piece. The substance looks like oily lubricant. No case reported; therefore, there was no patient involvement. The malfunction was solved with no delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and oil residue was noted at the dumbbell joint. A functional evaluation revealed no issues. The complaint was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.